Manufacturer narrative:
Date of event - unknown. Lot number - unknown. Expiration date - unknown due to unknown lot number. UDI - unknown due to unknown lot number. Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date - unknown due to unknown lot number. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported that they had trouble while advancing the angio-seal sheath into the patient's vessel. A 7fr groin sheath was used and had no issue during advancement, however, major restrictions were experienced by user of the 8fr angio-seal sheath. Upon retrieving the angio-seal sheath, the tip of the angio-seal sheath was crumpled. Manual compression was used to achieve hemostasis. Additional information was received on 27jun2020. The patient was on local anesthesia (la) and experienced major pain during the delivery of the angio-seal device.